Event description:
It was reported component migration occurred. During a percutaneous nephrostomy tube placement in the kidney, the physician selected a accustick¿ ii for use. During insertion the radiopaque marker came free on the device. The device was removed from the patient and another accustick device was used to complete the procedure. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified residue on the device indicating use/ handling. A visual examination of the accustick found the three (3) components assembled together. During the evaluation the components were separated and found to be bent at approximately 7 cm from the distal tip. The sheath tip was torn outward. The radiopaque (ro) marker was found to have been pushed proximally approximately 6.9 cm toward the hub. The sheath surface was scraped/ damaged as the ro marker was slid proximally over the sheath material. Marker impression on the sheath surface indicates the ro marker had been properly assembled and swaged onto the distal end. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported component migration occurred. During a percutaneous nephrostomy tube placement in the kidney, the physician selected a accustick¿ ii for use. During insertion the radiopaque marker came free on the device. The device was removed from the patient and another accustick device was used to complete the procedure. No patient complications were reported and the patient status is fine.